Event description:
It was reported, that the camera head had an image, that was cloudy. The issue occurred, during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was moisture inside the lens of the charged coupled device (ccd). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image was cloudy due to moisture inside the lens of the charged coupled device (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.